Event description:
A pt reported experiencing inaccurate erratic results with a one touch ultra meter. The pt's blood glucose results were 206, 216, 246 and 326 mg/dl. Tests were done 10 mins apart. No further info has been reported.